Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000104547. Common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000104548. Common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000105394.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead contributed to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: d10 - the only related device is 1 scs ipg implanted on (B)(6) 2021. Correction: h6 - medical device problem code updated.

Event description:
Additional information indicated that both leads had high impedances.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein the system was replaced to address the issue. Therapy was restored post-operatively.

Event description:
Additional information indicates this event was an allegation to the patient's thoracic system.